Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. The (fse) reported that customer said to not have it repaired after seeing customer abuse to unit would cost half of what the unit was worth. The customer is deciding if they will proceed to purchase a new unit. If new information becomes available, the investigation will be reopened and updated accordingly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak issue prior to use. No patient was involved.